Event description:
The pt reported that sometime in 2001 the pt used the suspect device to check the pt's blood glucose. The pt obtained a result of 137mg/dl and then injected 16 units of 70/30 insulin based on a sliding scale. Within an hour the pt experienced a low blood glucose reaction. Emt's were called and their equipment was used to check the pt's blood glucose. The emt's meter read 42mg/dl. The pt was taken to the ER and given an IV. The pt is currently fine. The suspect device was replaced with new product and authorized for return to the MFR for eval. Glucose control solutions were not used on the system.